Event description:
It was reported that the patient presented to the clinic with pain at the implanted device pocket site. The implantable cardiac monitor was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis found that the device was received with battery voltage above Elective Replacement Indicator (ERI) level. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.